Event description:
AED prompt indicated that pads were not properly placed. Responders replaced pads, and prompts continued. (B) (4).

Manufacturer narrative:
The 510k # is for first fr2 clearance. Device internal memory reviewed. Device labeling provides information regarding potential reasons for pad contact issues (dry skin, excessive body hair, oily skin, etc.)